Event description:
Reporter alleged obtaining discrepant blood glucose values of 254mg/dl back to back with a result of 104 mg/dl when testing was performed within 5 minutes on the advantage system. No actions were reported taken and no treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.